Event description:
The below report was received by health authority ansm (reference number: (B)(6) on 27-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("significant fatigue") in a 40 year-old female patient who had essure inserted (lot no. D40624). Additional non-serious events are detailed below. The patient had a medical history of overweight. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 831 days after essure insertion, she experienced fatigue (seriousness criterion medically important), balance disorder ("loss of balance"), dizziness ("dizziness"), migraine ("bad migraines"), amnesia ("memory loss"), hyperhidrosis ("excessive perspiration in armpits"), alopecia ("significant hair loss"), tinnitus ("tinnitus"), peripheral swelling ("swollen hands") and meniere's disease ("meniere´s disease episodes") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fatigue, hyperhidrosis, tinnitus, peripheral swelling and meniere's disease had not resolved. No causality assessment was received for essure with regard to balance disorder, dizziness, migraine, amnesia, hyperhidrosis, weight increased, alopecia, tinnitus, peripheral swelling, fatigue or meniere's disease. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 27-mar-2024. The most recent information was received on 17-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("significant fatigue") in a 40 year-old female patient who had essure inserted (lot no. D40624). Additional non-serious events are detailed below. The patient had a medical history of overweight. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 831 days after essure insertion, she experienced fatigue (seriousness criterion medically important), balance disorder ("loss of balance"), dizziness ("dizziness"), migraine ("bad migraines"), amnesia ("memory loss"), hyperhidrosis ("excessive perspiration in armpits"), alopecia ("significant hair loss"), tinnitus ("tinnitus"), peripheral swelling ("swollen hands") and meniere's disease ("meniere´s disease episodes") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fatigue, hyperhidrosis, tinnitus, peripheral swelling and meniere's disease had not resolved. No causality assessment was received for essure with regard to balance disorder, dizziness, migraine, amnesia, hyperhidrosis, weight increased, alopecia, tinnitus, peripheral swelling, fatigue or meniere's disease. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. Batch no.d40624, production date: 2014-12-11, expiration date:2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-apr-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.